Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump's keys were worn down and sometimes keys would press by itself. The customer¿s blood glucose level was 74 mg/dl. Troubleshooting was done for keypad anomaly. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was moving with no input. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.